Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a small volume infusor ruptured resulting in leakage of the medication. The issue occurred during patient infusion. The device contained saline solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.